Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that the patient presented to the emergency room after experiencing pain and swelling at the ipg site. An ultrasound revealed fluid accumulation at the ipg site and the patient had a drainage tube placed. Follow-up report indicated that the drainage tube was removed and there were no reports of further complications. The patient is currently working through the algorithm.